Manufacturer narrative:
The problem was identified and the pins were moved to the correct ports. The system remained implanted and in service. No additional information is available. If more information becomes available, the event will be reopened.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) the defibrillation pins were not correctly placed into the header of the device (svc coil to rv port and vice versa) and the patient required external rescue on 2 occasions during the defibrillation testing (dft). No additional adverse patient effects were reported. -- over ten years later, the crt-d was explanted and returned to boston scientific for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews were operating normally. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not reproduce the reported clinical observations during testing.